Event description:
Pt was having some unusual readings so they called the 800 number (1-800-858-8072) as directed on machine. When they gave the co rep the lot# from the strips pt was using, pt was told that the lot# was meant for overseas distribution only and are not legal to sell in the united states. Pt contacted pharmacist who became angry and later told pt that their lawyer said it is legal for them to sell those stirps in the us.